Event description:
Event description guidant received information that this implantable lead had high threshold values. The physician suspected that the lead was possibly dislodged, although a chest x-ray revealed appropriate position.